Event description:
It was reported by service report that the fowler was drifting and cylinder was leaking onto the floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.